Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been seen by local emt's (emergency medical transport) with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod for an unknown amount of time. It was also reported that the patient was unresponsive. The patient was treated with IV (intravenous) dextrose. The patient was released the same day. The patient also stated that there was a messaged stating to discard the pod.